Manufacturer narrative:
The device has been sent to the stryker product assessment center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was completed and it was determined that device use did not contribute to the patient's reported outcome. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not sense the patient through the therapy pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. A clinical review will be completed to determine device contribution.

Manufacturer narrative:
The device was evaluated by a product assessment center technician and the tech could not duplicate the issue. Stryker advanced quality engineer reviewed the device files and verified the reported issue. A cause for the reported issue could not be determined. The device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not sense the patient through the therapy pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. A clinical review will be completed to determine device contribution.